Event description:
It was reported that all of the waveforms on the screen were frozen. There were 11 patients on the system at the time. Centralized monitoring was lost for approximately 41 minutes. During that time, patient monitoring continued at bedside.

Manufacturer narrative:
Method: "other": tech support and engineering analyzed the log files to confirm system freeze. Results: "other": it's likely that the system freeze resulted from pulling the keyboard cable out. Even if it's reinserted, the system will freeze until rebooted. The device is an installed centralized patient monitoring system that untilized a sun ultra 10 central processing unit (cpu). In 2007, at 12:19 am the system halted for an unknown reason. The customer reported that all the waveforms froze on the screen and the keyboard and trackball were unresonsive. Oftentimes on the sun ultra systems, disconnecting the keyboard cable will cause the system to lock up like this, but we have no evidence that this is what happened. The customer called welch allyn tech support soon afterwards. Tech support assisted the customer in rebooting the system and restoring normal operation 41 minutes afterwards. Eleven patients were being monitored on the acuity system when the primary system went down. Even though centralized monitoring was lost during the time that the system was down, patient vital signs monitoring continued at bedside with the local bedside patient monitor for any pts connected to the system. There were no pts harmed in any way by the event. By event here and in the codes in block h6 of form 3500 we mean the loss of centralized monitoring.